Manufacturer narrative:
The customer has clarified that the instrument was positioned close to a water tap on the counter top. The customer noticed in the morning that water had entered the printer paper compartment. After a few hours into the afternoon, the instrument started to smell badly. There was a strong burnt smell and when the customer could no longer bear the odor, she took the power plug out of the socket. When the customer opened the paper compartment, the paper was partly black on the outsides. No one was hurt and there was no evidence of smoke or fire. The instrument has been provided for investigation and a first inspection shows traces of discolored housing around the printer.

Manufacturer narrative:
Upon investigation of the analyzer, it was found that there were traces of a significant amount of liquid in the device. The liquid got onto the printed circuit board and destroyed the thermoprinter's temperature controlling chip. Due to this, the printer overheated. The most probable root cause for this is an operator handling error.

Manufacturer narrative:
This event occurred in (B)(6). Initial reporter facility name - the full facility name was provided as "(B)(6)."

Event description:
The customer stated that the urisys 1100 analyzer had caught fire from the inside of the unit. No actual flames or smoke were seen coming from the unit. The customer wanted to start a measurement on the analyzer and before they started this, the issue was noticed. The customer did not know what happened and noticed a burned smell. No one was injured and there was no evacuation of laboratory personnel. It is unknown if there was contact with fluid inside the unit. Upon visual inspection of the device, it was noted that the unit was burned and deformed due to high temperatures around the printer. No adverse events occurred for this event.